Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced the battery provided by the customer and ran equipment calibration and adjustments per the service manual. The unit passed operating tests and was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of over pressure condition. There was no patient involvement at the time the issue was discovered.